Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 12/05/2019. Device analysis: the device was returned in two pieces (a 12-bead and a 2-bead segments). One wire was cut presumably during the explant procedure. The visual analysis of the returned device is consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The average link length and tensile force were found to meet the applicable specifications. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2019. Date of event: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what was the reason for removal of the linx device? Unknown. On what date did the implant take place? Unknown. On what date did the explant take place? (B)(6) 2019. What is the lot number of the linx device that was explanted? Unknown. Does the patient have any of the allergies to metals? Unknown. Is the patient currently taking currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown was mesh used at time of implant? Unknown. At the time of removal, was the device found in the correct position/geometry at the time of removal? Unknown. Have the symptoms resolved since the device was explanted? Unknown.

Event description:
It was reported that the linx device was explanted. Reason for explant is unknown.